Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unit powers off during use issue. The reporter alleged that meter worked last night but this morning has been powering off prematurely. The report put in new alkaline batteries and tried testing with strips, meter comes on, then powers off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.